Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device check, the right atrial lead exhibited noise. The noise could be replicated with isometric testing. The patient complained of often feeling dizzy and lightheaded. Programming changes were made. The lead remained implanted.